Event description:
It was reported that the patient experienced symptoms of arrhythmia and ventricular tachycardia due to ventricular capture management. The ventricular capture management was turned off. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).